Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side no complaint against the device. Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side no complaint against the device. Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side no complaint against the device. Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, d9, h3, h6.